Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac enlargement could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a mitraclip procedure, an ultrasound revealed cardiac enlargement, and it was determined that there was suspected bleeding from a blood vessel located on the left atrial wall (posterior wall). The physician suspects that damage to the atrium most likely occurred when the brockenbrough was performed using the sheath. The sheath was used for septal puncture and suspects that the non-abbott (baylis medical) needle may have rubbed against the left atrial wall (posterior wall) when the sheath was advanced into the left atrium after passing through the septum. An echocardiogram showed that the posterior wall of the left atrium was more enlarged than preoperatively. As there was no pericardial effusion and vital signs were stable, the procedure was continued and no additional treatment for cardiac enlargement or bleeding was required. The procedure was completed with no further issues. There were no performance issues with any abbott device.